Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 376-377 mg/dl. The customer changed the pump supplies multiple times to address the occlusion. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.